Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal was not delivering properly. Tandem technical support requested the pump history and data be reviewed; however, contact declined. Blood glucose was 80 mg/dl. Tandem field representative discussed the event with the contact and contact reported that they are "trying a couple of things" and did not need further assistance from tandem.